Manufacturer narrative:
On 01/27/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 02/14/2017 a medtronic representative, following-up at the site, reported the reported issue could not be replicated. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system unexpectedly became unresponsive. When they opened the rack computer, to help the surgeons merge I/o scans to their pre-op scans, at some point during the scan (while the room was powered down) the software had spontaneously exited and the navigation system was unresponsive in the blue log -n screen. Using crtl+alt+backspace, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Log investigation found that a segmentation error occurred when the imaging system calls to functions int he qt core library. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.